Event description:
A user facility registered nurse (rn) reported to fresenius that the heparin line of the combiset bloodlines detached from the arterial tubing during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The blood leak occurred approximately halfway during the patient¿s treatment (with a runtime of 4 hours) on a 2008t machine.the rn stated that the machine did not alarm to indicate that a malfunction had occurred because the leak occurred past the venous pump. The blood leak was discovered when the patient observed blood "splattering" from the combiset and called for help. The patient was distressed from the occurrence of the blood leak event however the patient¿s vital signs were stable and their hemoglobin was taken and found to be above 10 (unit unknown). The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss was approximately 500 ml (accounting for the blood within the circuity that could not be returned as well as the blood lost from the leak). Treatment was restarted on the same machine where the patient was able to complete with new supplies. The rn noted that upon addressing the blood leak the heparin line was found to be disconnected and on the floor. The disconnection from the rest of the combiset appeared to be a clean break. The rn noted that the patient does receive a heparin bolus and infusion during treatment so the heparin line was pumped during this treatment. The rn noted that there was no defect or damage found on the combiset and no issues were encountered prior to the occurrence of this event. The rn stated that the sample could not be retained to be returned to the manufacturer for physical evaluation as it could not be properly decontaminated.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that the heparin line of the combiset bloodlines detached from the arterial tubing during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The blood leak occurred approximately halfway during the patient¿s treatment (with a runtime of 4 hours) on a 2008t machine. The rn stated that the machine did not alarm to indicate that a malfunction had occurred because the leak occurred past the venous pump. The blood leak was discovered when the patient observed blood "splattering" from the combiset and called for help. The patient was distressed from the occurrence of the blood leak event however the patient¿s vital signs were stable and their hemoglobin was taken and found to be above 10 (unit unknown). The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss was approximately 500 ml (accounting for the blood within the circuity that could not be returned as well as the blood lost from the leak). Treatment was restarted on the same machine where the patient was able to complete with new supplies. The rn noted that upon addressing the blood leak the heparin line was found to be disconnected and on the floor. The disconnection from the rest of the combiset appeared to be a clean break. The rn noted that the patient does receive a heparin bolus and infusion during treatment so the heparin line was pumped during this treatment. The rn noted that there was no defect or damage found on the combiset and no issues were encountered prior to the occurrence of this event. The rn stated that the sample could not be retained to be returned to the manufacturer for physical evaluation as it could not be properly decontaminated.